Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event log review was performed and found no evidence of reported problem. Testing was performed by attaching the cassette into pump and observing for reported issue. The customer's reported problem could not be duplicated. During testing the cassette was attached to the pump and ran with no issues. Investigator could not duplicate the "no disposable" alarms during testing. Service recalibrate the upstream sensor as preventive measure. The root cause of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy plus pump displayed "no disposable" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.